Manufacturer narrative:
G4: 23apr2020; b4: 12jun2020. H11: b1 and h1 updated from serious injury to product problem/malfunction: based on investigation it was found out that there's no report of medical intervention took place and there was no patient harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13apr2020; b4: 14apr2020. The service technician checked the error log then confirmed the reboot due to abnormality detection failure. The error indicated that a unit reboots when abnormality is confirmed during therapy such as program execution error. The service technician performed run in test but the reported phenomenon was not duplicated, so the technician assumed that the failure on the (cpu) central processing unit temporarily occurred then the reported phenomenon occurred. The cpu was replaced for the prevention of the recurrence. In addition, the service technician confirmed the power led (green and orange) had illumination failure, so the power switch overlay was replaced. Unit was checked overall, cleaned, run in tests and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28jul2020. B4: 19aug2020. D4: UDI:# (B)(4). Failure analysis on the returned central processing unit (cpu) board shows that the cpu board was tested, and no failures were identified. The restart error code could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20mar2020.

Event description:
The customer reported while in use on the patient, the device shut down and thereafter rebooted. The "check vent: ventilator " unknown alarm was present on-screen. Therefore, the device was replaced with the same model that had been stored in the hospital. There was patient involvement, however no patient or user harm was reported.